Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the patient. A lot history review (lhr) of reap1242 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was observed on the catheter during flushing at approximately 38cm. To eliminate the leaking point and administer chemotherapy, the catheter was reduced to approximately 36cm. The catheter is still implanted in the patient. No patient injury was reported.